Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported their insulin pump alarmed unexpected restart, a cold reset was performed. The customer's blood glucose level was 104 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer was able to complete rewind. Customer inserted a new battery and the insulin pump alarmed again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.